Event description:
Account states they are getting erratic results for various assays. Two creatinine patient results were provided: sample 1 initial 3.4 mg/dl, manual repeat 0.6 mg/dl. Incorrect results were not reported. The field service rep was unable to determine a cause for the discrepant results.